Manufacturer narrative:
(B)(4). Potential sales history with potential lot numbers: sales history nov 2017 - jan 2018, 71f17m592 - 17f17m593 - 71f17k0678.

Event description:
The customer alleges during insertion of the sterile water in the distal line of the cvc, there was a leak at the level of the blue part. After removal a pierced part was observed.

Manufacturer narrative:
(B)(4). The customer returned one catheter for evaluation. Visual examination revealed a hole in the back of the juncture hub. The hole was flared out, indicating excessive pressure caused the hub to burst. The catheter body was cut to 167mm, indicating that at least 74mm were trimmed from the catheter. The catheter was functionally tested by injecting water into all four extension lines using a lab inventory syringe. When water was injected into the distal extension line, water leaked from the juncture hub. When all three other extension lines were tested, water exited from the distal tip of the catheter. A device history record review was performed based on sales history and no relevant findings were identified. The instructions for use (IFU) provided with this kit cautions the user, "use of a syringe smaller than 10 ml to irrigate or de-clot an occluded catheter may cause intraluminal leakage or catheter rupture." The reported complaint of catheter leak during use was confirmed by complaint investigation. The catheter contained a small hole in the back of the juncture hub. The hole was flared out, indicating excessive force burst the hub. A device history record review was performed based on sales history with no relevant findings to suggest a manufacturing related issue. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer alleges during insertion of the sterile water in the distal line of the cvc, there was a leak at the level of the blue part. After removal a pierced part was observed.